Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # (B)(4).

Event description:
Maquet ptm received a call from dispatch to call about a ¿cardiohelp leak¿. Called back immediately and spoke with the person who was managing the cardiohelp device. They had a patient on an hls 5.0 for several hours and the luer port at the top of the arterial side of the module was dripping blood and they were wondering if they should change it. This luer port has a ¿shunt line going to a manifold and cdi cell on it¿ and that the luer port was leaking after priming and before they initiated support. The person who primed said that ¿it¿s not leaking much and should clot off soon¿. The person was not able to determine if the leak was coming from the luer port of the module or the shunt line attached. I told the person that our IFU states that ¿leakage in the hls module advanced¿ is an indication that the set should be replaced. They did not exchange the hls out. The patient did expire but I was told that it was not due to the hls. (B)(4).

Manufacturer narrative:
The product was returned with the RMA 140096. An hls 5.0 module was returned to the factory and an investigation was carried out in the decontamination / complaints laboratory. The investigation report notes the user had "glued" the luer lock and had wrapped the luer lock in bandaging material. The bandaging material was removed. A crack was found on the blood outlet luer lock. It was found that the inner part of the luer lock was not round; glue had run down into the luer lock and there was glue also on the thread. The affected area was highlighted with a marker. A leakage test confirmed a leak from the luer lock crack. The issue was referred to the responsible lce engineer. The cover of the oxygenator, including the luer lock, is molded in one piece (no glue is involved). Therefore, the glue residues must have come from the user. An error of this nature would have been detected during production, and the product would have failed the leakage test. The fact that the leakage was detected during priming suggests that the most probable root cause for the crack is incorrect handling (a drop, for instance), or damage during transport. A DHR review showed no non-conformities in production of the product. Note that the customer detected the leak during setting up the system and priming, therefore before any patient use, and that it was the decision of the clinical staff to use the product on the patient, and not to replace it first. The IFU clearly states that the product should not be used if a leak is found. The customer also stated that the product in question was not a factor in the death. No further investigation or action is warranted.

Event description:
(B)(4).